Manufacturer narrative:
Follow up 03-aug-2015: the required number of follow up attempts have been completed, without response to date. No new clinical information was provided. Case closed. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the right micro-insert had slight perforation with partial expulsion versus complete expulsion in the distal end of the right fallopian tube. A laparoscopic right salpingectomy was performed. This event, interpreted as fallopian tube perforation, is serious due to medical significance and listed in the reference safety information for essure. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In the present case, the perforation was diagnosed on the hysterosalpingogram confirmation test, 4 months after insertion. Considering the available information and nature of the reported event, a causal relationship with essure cannot be excluded. Also, it was reported that during salpingectomy the doctor did not see the micro insert and it was not in fallopian tube either (non-serious event). This case was regarded as incident due to the reported surgical intervention (laparoscopic right salpingectomy). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information could not be obtained.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent sterilization (lot number c06518). Additional information was provided by physician also on (B)(6) 2015. The physician mentioned that he had a problem with expulsion of essure into the abdominal cavity. It was reported that on (B)(6) 2015 hysterosalpingogram confirmation test was performed and showed satisfactory location and satisfactory occlusion were not achieved. Radiology report showed right micro-insert had slight perforation with partial expulsion versus complete expulsion in the distal end of the right fallopian tube. Doctor performed a laparoscopic right salpingectomy on (B)(6) 2015. Doctor did not see micro-insert and the micro-insert was not in fallopian tube either (tube was sent to pathology for examination). Doctor will be calling the company on how to locate micro-insert if, in fact, the micro-insert has expelled into pelvic cavity. The patient continued with the left essure. The left had complete occlusion. Follow-up received on (B)(6) 2015 from physician: medical doctor wants to know if she should remove the perforated insert. The insert was not seen when she went in to do the salpingectomy. She reported that the patient has no symptoms but is anxious and concerned. Health care professional asked what would be the risk and whether this will be a problem in the future. Product technical complaint investigation and final assessment were received on (B)(6) 2015: this adverse event report is related to a product technical complaint and was initiated due to a usability issue. (B)(4). Final assessment: lot number: c06518; production date: 26-dec-2013; expiration date: 31-dec-2016. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In addition, the ae case refers to a usability issue. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the right micro-insert had slight perforation with partial expulsion versus complete expulsion in the distal end of the right fallopian tube. A laparoscopic right salpingectomy was performed. This event, interpreted as fallopian tube perforation, is serious due to medical significance and listed in the reference safety information for essure. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In the present case, the perforation was diagnosed on the hysterosalpingogram confirmation test, 4 months after insertion. Considering the available information and nature of the reported event, a causal relationship with essure cannot be excluded. Also, it was reported that during salpingectomy the doctor did not see the micro insert and it was not in fallopian tube either (non-serious event). This case was regarded as incident due to the reported surgical intervention (laparoscopic right salpingectomy). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.